Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl, cause was not known. The customer changed infusion set and cartridge to address the issue. The customer consumed carbohydrates to address the low bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.